Manufacturer narrative:
Device is used for treatment, not diagnosis device received. The reporter's complaint of black substance coming from tip of unit was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to immersion during cleaning. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).

Event description:
It was reported that a black substance was coming from the tip of the quick coupling for k-wires. It was reported as a black carbide type metal material, shedding from the inside of the tip (where the bit is inserted). The first notice of this alleged problem with the pen was (B)(6) 2013 when there was a minimal amount reported to have been leaking. Initially, it was not clear whether the discharge was caused by the burr. The pen was used again on (B)(6) 2013 when a copious amount of the black material was noticed. Both alleged incidents involving the part in question were during surgical procedures. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a veterinary product. Device is similar to a device marketed for human use. Device is an instrument and is not implanted/explanted. Device history record was not available as device is older than 11 years. According to (B)(4), the documents for instruments have to be stored for 10 years. Investigation could not be completed and no conclusion could be drawn as no device was returned.